Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3 balloon kyphoplasty due to l3 compression fracture. Intra-op, after approaching was done successfully and the balloon was inflated perfectly, cement was prepared and filled to the bone filler device (bfd). After filling the bfd with cement, cement viscosity was checked and it was found that a little cement dust solidified at a much faster pace than planned; therefore, cement filling to the vertebral body was started immediately. As the cement solidification speed was fast, it could not be sufficiently filled in the vertebral body. Therefore, an additional cement was opened; and was used to complete the procedure without any further problem. There was a delay of less than 60 minutes in overall procedure as a result of this event; however, no patient complications were reported.